Event description:
Red colored chemo drug doxorubicin backed up past the back check valve which is intended to prevent retrograde migration of the contents of the secondary bag during infusion. The rn noted this apparent check valve failure and clamped the line before the chemo entered the drip chamber below the primary bag. If the chemo had backed up into the primary bag, only a partial dose of chemo would have been administered to the patient.this is the third reported failure of the backcheck valve within the past week. All were similar to the failure described in this report. Please note that, since the packaging for these sets were not saved, the lot number reported is the one that was on the shelf when the failures occurred, and the actual failed lot numbers are not known for sure.we went for several months without seeing backflow problems after baxter's "improved" lots were introduced. Prior to this time, our oncology nurses had experienced a full year's worth of backflow problems. Fortunately, they had caught each of the recent problems and clamped the tubing so that all of the medication was delivered to the patients. According to baxter, the old sets will be in the supply pipeline until sometime later this year. The rn's and oncologists are very concerned that although they can see this change with colored medication, they can only detect it with antibiotics and colorless medications if the drip chamber is noted to be filled. (The overfilled, or completely full drip chamber, is therefore the best method for our rn's to detect backcheck valve failure).